Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. A DHR/batch record review for lot 2038011 finding no discrepancies from released and operating procedures or conditions that could contribute to the event .the review of the complaint history for the associated complaint product found no similar events in the last three years for the involved lot. This complaint will be recorded for tracking and trending purposes visual inspection under magnification of the wand shows minimal electrode/screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. The tip of the wand is broken. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation, the wand was connected to a known good quantum 2 controller and was activated in saline solution at the default and max settings on the controller and exites plasma on the electrodes despite the broken tip. The suction line was tested and performed as intended; the complaint was verified and the root cause could not be determined with certainty. Factors which contribute to the reported event: the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force; do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device, and/or a cracked spacer leading to patient injury. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the super turbovac 90 icw's electrode head partially broke inside the patient after 30 minutes of use, but it remained attached to the rest of the device. No pieces needed to be removed. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.